Event description:
When the nurse aspirated heparin from the venous extension they noticed a 2mm cut across the catheter 5mm proximal of the "difurcation" and aspirated air. The catheter was clamped and removed the following day. The catheter was placed in 2001. No patient injury.